Manufacturer narrative:
(This follow-up MDR ws mailed to the FDA on 06/08/1998). Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion, blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope has incorporated this channeling phenomenon in its instructions for use for all stat iabs.

Event description:
On 05/19/1998, the following was reported to datascope: on insertion of the balloon through the groin, blood was noted to gush out at the joint of the balloon and the catheter. There was no patient injury or complication as a result of the event on 03/01/1998. The pt remained in good condition after the event. (Event complications): none from the event - reported 03/23/1998 & 05/19/1998. (Pt's current status): good - reported 05/19/1998.